Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins was returned for analysis. The session report showed that all impedances were out of range. The device time was more than 90 minutes off from the programmer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had difficulty recharging the ins. The impedances and connectivity were normal. The patient had the ins replaced. No further complications are anticipated.

Manufacturer narrative:
Analysis of pli# 10 product ID# 97715 found no significant anomaly. If information is provided in the future, a supplemental report will be issued.